Event description:
The distributor contacted stryker to report that during a patient event the customer's device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device repeatedly prompted them to ¿peel off the blue sticker". The customer was not sure if the prompts were repeated before or after the electrodes were attached to the patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported. The customer advised that the patient survived.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to verify or duplicate the reported issue. The investigation can only suggest that the reported complaint was due to situational factors. E.g., a pad-pak fitment issue or incorrect placement of pads or poorly adhered pads on the patient. However, a conclusive cause could not be determined.

Event description:
The distributor contacted stryker to report that during a patient event the customer's device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device repeatedly prompted them to ¿peel off the blue sticker". The customer was not sure if the prompts were repeated before or after the electrodes were attached to the patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported. The customer advised that the patient survived.